Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotic therapy (dosage, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient was still hospitalized and was reported to be recovering from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.